Event description:
A malfunction alarm was reported, identified as a software error, but there was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged.